Event description:
Medtronic received additional information that the site was unable to replicate the automatic transfer failure issue, but reported that they got an error every time they tried to manually push this exam to multiple navigation systems. The non-medtronic imaging system representative stated no software had changed on their end.

Manufacturer narrative:
H2) additional information: see b5. An update was provide from the field that they tried renaming the patient and ensuring they were deleted on the navigation system before manually pushing the exam, however, they were unsuccessful. It was noted that the non-medtronic imaging system transferred images automatically without issue but it was not possible manually push images for any patient from the scanner.this was attempted on two navigation systems and each was unable to receive the exams. An attempt was made to manually transfer an exam five minutes after the automatic transfer worked and it would not push over. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. It was reported that the issue could not be replicated when taking a demo spin. It automatically transferred without issue. It failed when a manual push was tried. Software logs have been received by the manufacturer. However, analysis has not been completed at the time of filing. H6: 10, 213, and 4315 are associated with the system checkout. 4118, 3233, and 11 are associated with the returned logs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Software analysis determined that base on the information provided, the issue due to orbic system, the software was functioning as designed. Fdm 10, fdr 213, fdc 67. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test/troubleshoot the equipment. Testing revealed that the manufacturer representative was able to automatically transfer exams taken with the third party imaging system without issue. When trying to manually push the original exam involved in the case, a transfer error was received. The image still did not show up after acknowledging the transfer error. The issue was not resolved at the time of this site visit. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was unable to transfer images from the third party imaging system to the navigation system. The images showed as sent on the scanner, but the navigation system gave a transfer error message. No internet protocol (ip) troubleshooting was performed at the time of the event. There was no patient involved.